Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Probable cause likely that the image did not appear due to the ccd was damaged by improper user handling and failed. Likely, the cable was twisted by improper user handling. As stated on the IFU and as a preventive measure, the user manual states: do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable.". Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported failure was confirmed. The device was found with faulty ccd (charged coupled device) unit and kinked cable. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing criteria and specifications.

Event description:
It was reported that during an unspecified procedure, the device exhibited no image and was not working properly. No further details were provided regarding the event. There was no patient harm or impact was reported.